Event description:
It was reported that 6 total smartsite needle-free connectors had resistance while flushing. The following information was provided by the initial reporter: "product appears to have resistance when you attempt to flush, therefore unable to administer any medication/fluid through. This has been discovered on approximately 5 instances - another lot number obtained at time of faulty product identified is (10) 20025904 - this product has been discarded due to contamination with blood."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/15/2020. H.6. Investigation: two 2000e samples from lot 20026615 were received for investigation in opened packaging. The customer feedback indicates that the affected product was also from lot 20025904. A visual inspection did not identify any signs of damage or manufacturing defects which could have contributed to the customer's experience. The samples were subjected to functional testing by connecting each to a retained 50ml bd plastipak syringe from stock and flushing with fluid; no flow restriction or occlusion was identified during testing. A review of the production records for lots 20026615 and 20025904 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
The reported lot #s [20026615, 20025904] were not found for the reported catalog # [2000e-04]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that 6 total smartsite needle-free connectors had resistance while flushing. The following information was provided by the initial reporter: "product appears to have resistance when you attempt to flush, therefore unable to administer any medication/fluid through. This has been discovered on approximately 5 instances - another lot number obtained at time of faulty product identified is (10) 20025904 - this product has been discarded due to contamination with blood."